Event description:
#Medwatcher #(B)(4) short of breath, asthma, gerd (acid reflux disease), migraine, headaches, bloating, tingly numb feeling in arms, legs, finger. Anxiety, cramping lasted an hour, period is every 1 1/2-2 weeks, chest pain.

Event description:
#Medwatcher #followup1 #fdamw5039921 #(B)(4) I had hysterectomy on (B)(6), 2014 because of essure. I am allergic to nickel. My life have gotten so much better since I had essure removed. I do not have to take anymore of daily medicines like I have used to. I don't have to worry about spending hundreds on medicines every month.